Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
When the caller removed the inform meter from the base unit, a flame came from the base unit and spread to the meter. Staff was able to put out the fire. The cradle of the base unit and the base connector area of the meter had signs of melting, burning, and flaming. The caller also states that the power supply, power cord, and transfer cable have signs of melting from the incident. No adverse event reported. A request was made for the return of the device, replacement was sent.